Event description:
Litigation received alleging that the patient suffers from extreme pain, discomfort, malaise, and swelling. Also alleged is immobilization, and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. Litigation also alleges excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 6/5/2014 - sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation. This complaint was updated on: 06/24/2014.

Event description:
Update rec¿d 6/11/2014 - medical records received. Patient revised to address metallosis. Upon revision, joint effusion was noted. The information received does not change the MDR decision. This complaint was updated on: 06/25/2014.